Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30928486l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-(B)(4) has two reports: (1) MFR # 2029046-2023-00245 for product code d728260rt (webster¿ electrophysiology catheter) (2) MFR # 2029046-2023-00247 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a patient in her 60's underwent a cardiac ablation procedure that included use of thermocool® smart touch® sf bi-directional navigation catheter and a webster¿ electrophysiology catheter and experienced cardiac tamponade and requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed a little bit after the ablation and procedure had been completed. The caller reported that the patient experienced a drop in blood pressure after the procedure was completed. It was noted that the blood pressure had been stable throughout the procedure. It was confirmed with intracardiac echocardiography (ice) that there was "a little bit of fluid" in the left ventricle in the pericardial sac. The caller reported that the medical intervention provided was a pericardiocentesis. About 200 ccs of blood were removed from the patient and 150 ccs of blood were put back into the patient. The patient was reported to be in stable condition at the time of the call. The caller reported that the physician believed that the pericardial effusion may have been caused early in the procedure with the duo-deca catheter. The caller reported that it was confirmed through ice that the patient no longer had a pericardial effusion. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient has fully recovered and was discharged from the hospital the following day. Prior to noting the pericardial effusion/cardiac tamponade, the ablation was performed. No evidence of steam pop. The event occurred after the ablation phase. The flow setting of the irrigated catheter was 17 for high flow and 2 for low. Correct catheter settings were selected on the generator. Pump was switching from "low" to "high" flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard; vector; visitag. The visitag module parameters for stability were max distance 3mm for 3 seconds, 2mm tag size, fot 25% for min of 3g of force. No additional filter was used with visitag. Color options used were fti.